Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm noted. Pump received with cracked case at display window corner, battery tube threads, reservoir tube, reservoir tube lip, minor scratched display window.

Event description:
The customer reported via phone call that the insulin pump's keypad was unresponsive. The customer did not recall any significant events leading up to this issue. Blood glucose level at the time of the incident was 197 mg/dl. The customer was advised that the insulin pump would be replaced and agreed to return the device for analysis.